Event description:
Event description guidant received information that this patient's implantable cardioverter defibrilltor (ICD) is demonstrating a high shock impedance warning. It was reported that the measurement is 102 ohms, but has previously ranged between 83-110 ohms. It was further noted that it is currently variable (between 50 and 100+ ohms). It was reported that the patient has not received therapy according to the device history.